Manufacturer narrative:
Correction to DHR statement below: the production device history record (DHR) for this iabp unit cannot be reviewed per sop (B)(4) since the serial number for the iabp has was not yet been provided. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. No additional information is available at this time. A supplemental report will be submitted when information is provided.

Event description:
Customer reported that there was damage to the fiber optic module port of the cardiosave intra-aortic balloon pump (iabp). The circumstances under which the event occurred is unknown. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Several attempts have been made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, we will submit a follow-up accordingly.

Event description:
Customer reported that there was damage to the fiber optic module port of the cardiosave intra-aortic balloon pump (iabp). The circumstances under which the event occurred is unknown. However, there was no patient involvement and no adverse event was reported.